Event description:
It was reported that there were transmission interruptions in the non-magnet electrogram. There were vertical lines which indicate difficulty with communication or telemetry between the monitor and the device. There could be events that are not written. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.